Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore underneath the front electrode. The patient's nurse applied a prescription to the sore. Follow-up indicated that the sore improved.